Event description:
It was stated that the insulin pump alarmed no delivery while the customer was in the hospital. It was stated that the customer was near an MRI machine. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.